Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was defective. Follow-up was conducted to obtain further information regarding the lead. It was determined that during a procedure, multiple attempts were made to place the ra lead. However, the patient developed atrial fibrillation that required direct current cardioversion. Further attempts to place the lead were abandoned and the lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.